Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high undefined defibrillation and pacing impedances on the right ventricular (rv) lead. It was also reported that the rv exhibited a possible fracture. A new rv lead was attempted to be implanted. The implant was unsuccessful due to a stenotic vein. Troubleshooting was done at that time to make sure the rv lead was connected properly. The coil was removed and reconnected and impedance was still high. The lead was reconnected to the device for pacing but the defibrillation was turned off. The patient remained hospitalized until further intervention is decided upon. No patient complications have been reported as a result of this event.